Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customers blood glucose (bg) level displayed as ¿high"; however, a specific value was not provided. No additional information was provided. In addition, it was reported that a minimum fill notification occurred. The customer re-loaded the cartridge to resolve the issue.